Manufacturer narrative:
The console was not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that there was no problem with the output, but the power meter inside the main unit was not sensing as expected. The fse proceeded to unplug and replug the connector to the board. The fse clarified that if sensing failure persisted, it could be necessary the replacement of multiple console components. This technical visit concluded in cleaning the board connector contacts. No further issues were identified during service, and the console was confirmed to be fully functional without any component replacement. It is likely that the error message resulted from an inefficacy preventive maintenance, leading to the reported event. Based on review of all information available and analysis results, a conclusion code of cause traced to maintenance was assigned to this investigation.

Event description:
It was reported that during a procedure, the console displayed error 48 and the error did not disappear after reboot the console and the procedure was aborted. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Manufacturer narrative:
D3/g1 additional email: (B)(6).

Event description:
It was reported that, during a procedure, the console displayed error 48 (power meter sanity low med 1w (software)). The error remained after the console was rebooted and the procedure was aborted. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.